Event description:
It has been reported to philips that during an angiography the system produced a generator error, and no x-ray was emitted. The customer rebooted the system without resolve. The system was in clinical use. The angiography was stopped, the artery sheath was removed, and the puncture site was pressurized and bandaged. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-03684. This complaint will be closed as duplicate.